Manufacturer narrative:
During the investigation of the device in question, it was determined that the openlock mechanism of the skull clamp sent in is difficult to close. The stiffness of the handle wheel after is presumably due to the contamination found inside, which typically occurs as a result of using different cleaning parameters. Despite the stiffness, the locking mechanism can still be closed completely, which is why the deviation is not considered to be the cause of the slippage described. It is assumed that the mechanism was not closed completely; the proper locking of the openlock shall be verified by performing the safety checks specified in the product instructions for use. It is therefore currently assumed that the openlock mechanism was not completely closed and that the closure was not checked after supposed fixation. Furthermore, experience has shown that the pinning technique plays a significant role in slippage during skull fixation, so it cannot be excluded that the pinning of the patient's skull may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." The customer was asked for further information in order to draw further conclusions/connections from the findings and the description of the incident provided. Any new findings will be presented in a follow-up report if applicable.

Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which the patient sustained a laceration.